Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced migration of the electrode array post implantation. Subsequently the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
This report filed october 23, 2015.